Event description:
The lead was explanted due to two dislodgements. Lead was replaced to an active fixation lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.